Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: unknown. According to the reporter: both devices would not deploy tacks. Opened a new device from a different lot to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time.